Event description:
As part of a legal dispute intuitive surgical received information regarding a patient that underwent a da vinci removal of fibroids from uterus procedure on 2012. Procedure date is unknown. The legal document received alleges that the patient suffered the following injuries due to the da vinci surgery: 'hole was poked in bowel, patient was sent home an hour after surgery without knowing.'

Manufacturer narrative:
Based on the limited information provided, intuitive surgical has not determined the root cause of the surgical complications experienced by the patient. If additional information is received, a follow up medwatch report will be submitted to the FDA. This complaint is being reported due to the following conclusion: the patient reportedly experienced surgical complications while undergoing a da vinci surgical procedure.